Event description:
It was reported that the patient's newly implanted atrial lead had intermittent undersensing and possible loss of atrial capture. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.